Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, in the critical care medicine department of (B)(6) hospital, while a nurse was performing a peripheral venous catheter insertion on a patient, the nurse discovered that the gel portion of the y-shaped heparin cap on the closed-system venous catheter was damaged and flakes of gel had detached after disinfecting the local skin and opening the catheter. The catheter was immediately replaced. No adverse effects were observed in the patient.